Manufacturer narrative:
No functional problems were found with the returned cycler and warmer. No problems found with returned cartridge. Analysis of the treatment data log file indicates that the cycler was performing as intended. No evidence of a device malfunction. No similar problems reported with this lot of cartridges. A direct correlation between the nxstage system one and the reported patient symptoms cannot be established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
Approximately 48 hours following a routine hemodialysis treatment, patient was admitted to the hospital with severe dyspnea and anemia. Patient was transfused 4 units of prbcs. Patient had complaints of weakness and dyspnea on exertion for 2-3 weeks prior to hospitalization. Discharged (B)(4) 2011.